Manufacturer narrative:
The device used in treatment, was not returned for evaluation. With no additional information provided, we have not been able to establish a relationship between the reported events or determine a root cause. It was reported, that the dressing was not compressed. A potential cause for this problem is that, there is an air leak within the device. This can be caused for a number of reasons including: dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked, causing a blockage; dressing integrity has been compromised; skin has not been thoroughly dried before application of the dressing, causing the dressing to not sufficiently adhere to the skin. A review of the manufacturing records found, that there was no evidence, that the product did not meet specifications at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew acknowledge customer concern. And are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when npwt was started utilizing a pico 7, the dressing was not compressed. It is unknown if the alarm lamps were illuminated. The treatment was continued with a new pico 7 pump and a new dressing. No patient harm. No delay was reported.